Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There was a complete hypotube separation 20cm from the strain relief. There was pulled hypotube sheath material at the ends of the hypotube fracture. There were numerous kinks throughout the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2014. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, shaft kink occurred. The target lesion was located in the coronary artery. The physician attempted to cross the lesion with a 2.5 x 12 omega stent, but during the maneuvers, the shaft got kinked. The product was removed without complications. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device. However, the returned product analysis revealed that the hypotube fractured.